Manufacturer narrative:
No product could be evaluated as no revision has been completed and product is still in-situ. Radiographs provided confirm the complaint. No patient injuries were reported. No revision surgery is planned per surgeon's prerogative. The root cause cannot be determined and no additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Care should be taken to insure that all components are ideally fixated prior to closure..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." Device still in-situ.

Event description:
On (B)(6) 2020 a patient underwent an extreme lateral interbody fusion at l2/3. Post-operatively on (B)(6) 2020 a biological graft migration was identified. Patient is asymptomatic.